Event description:
The customer identified negatively biased results from multiple pt samples processed using vitros tsh reagent on a vitros 5600 integrated system on (B)(6) 2009. The samples were repeated using an alternate vitros tsh reagent pack with expected results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial results were not reported by the lab. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The investigation determined that all of the negatively biased pt results were processed from a single vitros tsh, lot 2580, reagent pack. The reagent pack in question had been in use on the vitros 5600, removed, and stored in the refrigerator for 2-3 days. The reagent pack had not been placed in a sealed box containing desiccant as recommended in the vitros tsh instructions for use. The vitros tsh instructions for use state that opened tsh reagent packs are stable when stored on the analyzer at 2-8 c for <or = 8 weeks. Opened tsh reagent packs stored off analyzer at 2-8 c are stable for <or= 8 weeks provided they are sealed in a storage box that contains dry desiccant. This info was reviewed with the customer. Acceptable vitros tsh results were obtained when the pt samples were repeated using a fresh vitros tsh, lot 2580, reagent pack. The root cause of this event is user error.